Manufacturer narrative:
Software (B)(6).

Event description:
High impedance was detected on the patient's generator when interrogated with v1.5 programming software. The representative programmed the patient's normal and magnet mode output currents to 0ma and the lead impedance was then within normal limits. It was determined that the cause of this false high impedance message was a software error on (B)(6) software; when system diagnostics were performed by the user with (B)(6) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No further relevant information has been received to date.